Manufacturer narrative:
Investigation summary - it was reported that that the mvp was stuck in the yellow introducer sheath. As the event indicated a possible non-conformance of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The health care provider and the manufacturer representative were contacted to obtain additional event details. The device was returned as part of this investigation. Analysis found damage to the introducer sheath decreased the inner diameter below specifications causing resistance. However, the cause for the damage could not be determined. The customer¿s report of ¿mvp resistance/stuck in sheath¿ was confirmed as difficulty was encountered re-sheathing the plug into the damaged introducer sheath. The mvp device was returned for analysis with the plug detached from the pushwire. No bends or kinks were found with the mvp pushwire. It appears the device detached at the detach zone. There were six partially filled coil gaps found with the distal threaded section of the pushwire. There does not appear to be any excess solder found with the partially filled coil gaps which is acceptable. The distance from the coil tip distal edge to the pushwire distal tip was measured and found to be within specifications. No damages or irregularities were found with the plug¿s proximal marker band. The proximal end of the proximal marker band was found to be clear of obstruction. Visual inspection of the threaded insert revealed no irregularities. The plug was examined and found to be fully opened. No damages were found with the plug. The plug was re-attached to the distal end of the pushwire. The distal threaded section of the pushwire was completely covered by the plug. All coils with gaps were engaged within the threaded insert. The introducer sheath was then examined. The waveform was found present at the proximal end of the introducer sheath. Upon visual inspection, no damages were found with the introducer sheath. An in-house pin gauge was smoothly inserted into the distal end of the introducer sheath but became stuck near the distal tip. Upon closer inspection, the introducer sheath was found dam aged (flattened) near the distal tip. The introducer sheath od (outer diameter) was measured at the damaged and undamaged location to compare and the od at the damaged location was observed to be smaller than the od at the undamaged locations. The introducer sheath was slid over the proximal end of the pushwire without issue; however, difficulty was encountered re-sheathing the plug into the introducer sheath at the damaged location. No other anomalies were observed. There was no indication that the event was related to a potential manufacturing issue and no DHR was requested, so a device history record review was not performed. There was no report of device detachment by the customer, so it is likely that the detachment occurred upon return to medtronic for evaluation. The investigation determined that this was a known event, and therefore no new formal investigation was required. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the microvascular plug (mvp) was stuck in the yellow introducer sheath. Prior to the event, the tech dipped the mvp device in heparin saline and tried to withdraw the plug in the yellow intruder sheath. He could not do it, so another assistant muscled the withdrawal successfully. On the back table, they tried to deploy the plug (because it was so difficult to withdrawal) and it would not push out of the yellow introducer sheath. A competitor device was used to treat the patient. No patient injury occurred.